Event description:
It was reported that, the patient experienced inappropriate shocks on the right ventricular (rv) lead. Subsequently, noise resulting in oversensing and inadequate pacing were noted on the rv lead. X- ray imaging was performed and the rv lead was found twisted, dislodged, and connector pin was detached. The rv lead was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events were for inappropriate shock, no pacing, oversensing noise, lead dislodgement, lead twisted, and ¿lead detached from connector¿. As received, a complete lead was returned in one piece for analysis. The reported events of no pacing and oversensing noise were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found the lead insulation twisted at the proximal region of the lead consistent with twiddler syndrome. X-ray examination found the inner coil over-torqued in the connector region consistent with procedure damage. The lead was returned with the helix partially extended and clogged with blood/tissue. After cutting the lead and cleaning the distal portion of the lead, the helix could be extended/retracted by applying torque directly to the inner coil. The measured full helix extension length was within specification. The df-4 connector of the lead could be fully inserted into the bore of device and removed without any difficulty.